Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
(Related manufacturer reference#1627487-2019-13313), (related manufacturer reference#1627487-2019-13315), (related manufacturer reference#1627487-2019-13316), (related manufacturer reference#1627487-2019-13317). It was reported that the patient is experiencing ineffective stimulation due to high impedances on all lead contacts. As a result, the patient may undergo surgical intervention later.

Event description:
Additional information received identified the patient underwent surgical intervention on (B)(6) 2019, wherein the leads were tested, and impedances were within normal range. As a result, only the ipg was replaced. Effective therapy restored post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.